Event description:
It was reported that during implant attempt, the screw would not fully deploy or retract, and the lead would twist when turning the rotation tool. Also, the patient experienced diaphragmatic stimulation at 5.0 v. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism and sleeve head, there was blood in/on the helix mechanism and there was a tip seal observation.